Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report of one (1) basal/bolus infusor, 12 pack0.5ml/h which reportedly had a separated filling port which was observed after filling. There was no patient involvement and no patient injury and medical intervention. No additional information is available. This is report 1 of 2 for this device.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a separated ?filling port duck bill valve? Was not confirmed. However, the end-cap and set-cap were found separated from the housing. Additionally, the delivery tubing and the coil tubing inside of the housing were noted to be cut. Additional complaint files were opened to address the conditions found in service. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.